Event description:
Following pump replacement surgery, the patient experienced a loss of therapeutic effect; symptoms were not specified. The patient indicated that the pump medication had been switched from "a generic to a brand name drug". He also reported repeated visits to the health care professional (hcp) to increase his pump settings; he stated his dose had gone from "165 to 330". The hcp reported that an x-ray was taken by the emergency room in 2008 and showed the catheter to be intact. On the following month, the patient was given a 50 mcg bolus and his spasms improved slightly; his dose was increased, but there was no change. On four days later, they were unable to obtain cerebral spinal fluid (csf) from the side port; the patient's dose was increased again with no change. On sixteen days later, the patient's dose was decreased. On three days later, the patient was taken in for exploratory surgery and the pump connector was replaced. Postoperatively the patient experienced an overdose. The pump was used to deliver lioresal. The patient symptoms were reported as coma, hypertonia, hypotonia, pruritus, respiratory problems, and insomnia. It was unclear which symptoms occurred prior to the pump connector replacement and were associated with the patient's loss of therapeutic effect and which symptoms were related to the postop overdose. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that prior to the connector replacement surgery, he had lots of spasms. He was given a shot of morphine, sleeping pills, and "percasede" at the emergency room visit. He was also given "volume", tizanidine, and baclofen prior to the connector replacement. He revised the upper limit of his dosing via the pump and said that it went up to 500 prior to the connector replacement.